Manufacturer narrative:
The recipient's skin flap breakdown was reportedly due to metal skews and mesh used to secure the device. The surgeon choose to explant the device to relieve the recipient from pain. The external visual inspection revealed the electrode array was severed as well as delamination of the silastic overmold on the bottom cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. There was reportedly no additional medical intervention besides explant surgery. The recipient has healed from surgery. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient's device was explanted. The recipient was not reimplanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.